Event description:
A customer reported that he suffered a "staph infection" after using medihoney (unknown lot/ID). Medihoney was used for a post-surgical wound. The wound was thoroughly irrigated and cleaned prior to application of medihoney using a sterile applicator swab. There was no other health commodities used that could have affected the wound. The medihoney was used immediately upon receipt and applied right after surgery. Approximately one month later, after multiple tests, an infection was identified. The patient was prescribed multiple strong antibiotics to treat the infection. Reported signs included delayed healing, pus draining from the area, and physician confirmation of infection. The patient has no known allergies. Wound cultures were taken, which confirmed the infection. The infection required an additional surgical procedure; the patient has since fully healed. The culture swab was positive for a rare colony of staphylococcus lugdunensis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The medihoney (ID unknown) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, integra is aware of counterfeit sales of medihoney online. As medihoney is a prescription only product, there are no legitimate sales of medihoney on online retail platforms. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.